Event description:
It was reported that a right ventricular lead had dislodged. As a result, the pacemaker, right ventricular lead and right atrial lead were explanted due to infection. Patient will get another device implanted once the wound heals. No additional patient adverse effects were reported.